Event description:
It was reported that when using the pyxis medstation es system, it was not detected on the communication bus. The customer tried to reboot the device, which did not fix the issue. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the communication bus. A field service engineer confirmed with customer that they were able to reboot the station and recover. The system functioned as intended after troubleshooting the device.